Event description:
It was reported that the patient received a vibratory alert for high hv lead impedance. A fluoroscopy revealed lead fracture on the svc coil. The svc portion of the lead was capped in 2008.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.